Manufacturer narrative:
Investigation summary: it was reported there is white glue residue at hub of needles. To aid in the investigation, six samples with no packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed and the needles have an epoxy drip over on the needle hub. The photo provided shows two needle assemblies with no packaging blisters. They both have the plastic shield and an epoxy drip over on the needle hub. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the epoxy drip over on the needle hub. A device history record review was completed for provided material number 305136, lot 2117337. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that 100 bd precisionglide¿ needles had glue-like, foreign residue on their hubs. The following information was provided by the initial reporter: "approximately 100, to date, have white glue residue at the hub of the needles."